Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c 34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and issue was confirmed through system logs, which logged recurring c 34 errors along with m b1, m 11, and m 18 errors. During testing, the erbe unit displayed a c 34 error at startup. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c 34 is attributed to a faulty electrical component inside the erbe generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit, erbe. The customer connected a third party force triad generator to continue the case without troubleshooting. The procedure was completed with no reported injury.